Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer (fse) replaced the keyboard and tested functionality using the hardware test application, with all tests passing. Fse then performed preventive maintenance, cleaned the electronics drawer, communication sled, power supply, all in one, biometric identifier, and keyboard cover, and tightened the barcode scanner cradle. Fse then upgraded the version and installed remote support service, verified serial numbers matched physical assets, and confirmed proper operation of the keyboard and barcode scanner. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bhc4 all keys on keyboard was not working. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.